Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds and our of range impedance. A fracture was the suspected root cause of the issue however it was not confirmed. This lead has been replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high pacing thresholds and our of range impedance. A fracture was the suspected root cause of the issue however it was not confirmed. This lead has been replaced. No additional adverse patient effects were reported.